Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the left ventricular lead was found to be dislodged due to retraction of the lead into the right atrium and there was a loss of capture. During an unrelated device replacement, the lead was capped and the patient was stable.